Event description:
It was reported that an all-in-one 3000ml container was observed to have a floating disk the size of a paper hole punch after the bag was compounded with total parenteral nutrition. This condition was observed by the pharmacist during his final visual check before use. There was no patient involvement; there has been no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the device confirmed the customer reported condition. Further visual examination noted blue-colored particulate matter inside of the bag..the exact root cause of this condition was not determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This issue is being investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4): the exact date of this event is unknown. The sample is reported to be available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.